Manufacturer narrative:
The field service engineer (fse) observed a cleaner leak inside instrument and found tubing in pinch valve (pv34) failed and leaked cleaner down the inside of the instrument. The fse replaced all tubing at pv34 to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 10ml from the main diluter panel of a coulter lh 500 hematology analyzer during routine operation. The leak was not contained within the instrument. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.